Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction to h6: added component code "525 - tube" instead of "841 - imager." A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the type of foreign material in the auxiliary channel could not be identified and the root cause for this event could not be determined. It is possible that the foreign material remained in the subject device due to a leakage from the scope connector. This could have resulted in improper reprocessing. It is unknown whether there was a deviation from instructions of use (IFU) in reprocessing steps at the locations where foreign material remained. The suggested event is detectable and preventable by handling the device in accordance with the following IFU. IFU states the detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states the preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the flex video scope exhibited a white foreign material evident in the jet channel. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.